Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device exhibited damage to the setscrew, causing a connection issue with the right ventricular (rv) lead. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.